Event description:
Medtronic received information that prior to use this bio-console instrument shut down before surgery. The instrument was replaced with a back-up. There was no patient involvement so no patient adverse effects occurred. Additional information: information was requested to clarify if the power issue was localized to the user interface or base or if it was an issue with the entire instrument but the only information the customer could provide was that the instrument did not power on. Information was requested to confirm if the power issue happen when the bio-console instrument was turned on the first time for this clinical case or if it occurred after power cycling but only information the customer could provide was that the instrument did not power on. The customer stated that there was no fluid running through the pump when this issue occurred. The customer stated that they turned the instrument on and off more than once prior to the issue occurring but the customer was unable to provide the number of times they had turned the instrument on and off, the customer stated the power itself does not turn on.

Manufacturer narrative:
Device evaluation summary: the reported power issue was verified during service. The service technician observed that it appeared the instrument was dropped as the tray and lower housing were bent, the blind connectors were broken, and connector was broken on the display interconnect and a pin was broken on the base display. High resistance on one of the traces on the display interconnect pcba was the reason the device would not turn on. It appears someone attempted to reflow solder and may have damaged the connector and broken the pin on these parts. The issue was resolved by replacing the sheetmetal tray, gasket, cable assembly, display vacuum, lower housing, pcb assembly and the cable assembly. Post-repair testing was performed per specifications. Conclusion: complaint confirmed for the bioconsole instrument powering down. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.